Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5102716) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and chronic bronchitis. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external inspection of the device completed by the manufacturer and found short hair like dust in the air path. An internal visual inspection of the device was completed by the manufacturer and found dust and short hair like dust (white, grey) contaminants in blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found instances of e-200. The device was applied power and the device operated properly. The manufacturer concludes dust contamination found were consistent with short hair like dust contamination in the air path, dust and short hair like dust contaminants in blower box. There was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received a voluntary medwatch (mw5102716) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and chronic bronchitis. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5102716) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and chronic bronchitis. The patient was prescribed medication in response to the reported event. Additional information was received about allegation of kidney disease/toxicity. Section h6 health effects: clinical codes was updated.